Event description:
Reportedly, the ICD involved in this MDR report was interrogated in its packaging during the pre-implantation tests: the battery voltage measurement was not displayed; the session was ended and a new interrogation was performed but the battery voltage was still not displayed and the battery curve disappeared. The device was not implanted and returned for analysis. Another device was implanted.

Manufacturer narrative:
Sept 17, 2010 - this event concerns a device that was mfg and used outside the us. Analysis is pending.